Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in a severely calcified mid right coronary artery. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure it could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent detachment.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 16mm stent delivery system catheter was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.